Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
The patient reported that there was early battery depletion, which his doctor had said was due to lead monitoring. The device was explanted and replaced. No patient complications have been reported as a result of this event.